Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to dislocation. The surgeon decided to go up to a +8 head.